Event description:
It was reported that the ilet user experienced a sensor that did not start on the connected continuous glucose monitor (cgm), and the user was instructed to enter the sensor code and allow the warmup to complete. The user was advised that the connect cgm display would clear after warmup and that blood glucose management by the ilet would remain unaffected. No reported adverse clinical effects. Outcomes included no alerts or alarms, no interruption to therapy, and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the device functioned as designed once the code was entered and the warmup completed, indicating user setup and sensor warmup timing as the precipitating factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with sensor startup and expected device behavior.